Event description:
It was reported that an occlusion alarm intermittently occurred. Reportedly, customer reverted to a backup insulin pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.